Event description:
Customer reports to have received a motor error and no delivery alarm. Customer's blood glucose was 452 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. No unexpected motor error alarms noted. The insulin pump has damaged broken battery tube threads, minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratched reservoir tube window.